Event description:
It was reported that there was insulation damage noted on the right atrial (ra) lead during the extraction procedure of another lead. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 implantable tachy lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. No anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.